Event description:
Information was received from a consumer regarding a patient who was receiving prialt (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain and other chronic/intract pain (trunk/limbs). The date of the event was (B)(6) 2011. It was reported the pump alarmed 30 days after it was filled. The pump went empty and it was supposed to last 90 days before he needed another refill. The patient fell flat backwards and cracked his head. The patient did not have issues with the personal therapy manager (ptm). The patient was able to use the ptm because the pump was empty. The patient was in costa rica and they could not get prialt. No further complications were reported.